Event description:
Had mentor implants placed in (B)(6) 2014. Immediately was sick from chronic back pain that got worse over the next 4 years. Numbness, tingling, burning, itching pain on back. Joint pain all over, feeling like I was dying each and every day. Puffiness in my face nausea, vomiting and extreme chronic fatigue. Foggy brain. Felt as if I had been dropped and couldn't choke the feeling. Blurred vision that came and went. So many other symptoms. I had silicone shell saline filled behind the muscle. FDA safety report ID# (B)(4).